Manufacturer narrative:
Also, dsf1233/21041063 was involved. UDI# (B)(4). Devices were discarded at the facility and were not available for analysis. Additional information was requested but was not available. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient may result. It was reported that the diameter of the pre-existing stenotic right external iliac artery was 5.8 mm. The outer diameter (od) for the dsf1633 is 6.1 mm. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths. It was reported that initially the right side was selected as the main approach and therefore the 16fr gore® dryseal flex sheath was inserted from the right side; however during the advancement it was stuck at the stenotic right external iliac artery. The physician then elected to remove the 16fr sheath and change the main access to the left side, and the 12fr gore® dryseal flex sheath was used at the right side for the contralateral access. The devices were implanted with no reported issues. After removal of the 12fr gore® dryseal flex sheath, an angiography identified a rupture at the right external iliac artery where the stenosis was identified. The rupture was repaired by implanting an iliac extender component. No further issues were observed, and the patient tolerated the procedure. It was reported that the diameter of the pre-existing stenotic right external iliac artery was 5.8 mm, and caused by calcification. It was not reported what sheath caused the rupture exactly. It was reported that the rupture was identified at the final angio. The rupture or decrease in blood pressure was not observed when the 16fr sheath was removed.